Event description:
Fallen off the brush head. Falls off the handle - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush had fallen off of the oral-b toothbrush handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
31-jan-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Fallen off the brush head...falls off the handle - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: consumer via phone stated that the oral-b toothbrush had fallen off of the oral-b toothbrush handle. No injury was reported. 31-jan-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.